Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history was noted to be chronic pain. The indication for device system use was intractable spasticity and malignant pain (spine/back). It was reported that after the most recent pump implant, the patient noted that the wound had discharge and would not heal properly. The surgeon monitored it for several months before deciding the pump should be explanted due to infection. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump and catheter were explanted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.